Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a calculation was performed by terumo bct and it was determined that the final fluid balance of the patient was 134%. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The procedural cautions section of the spectra optia apheresis system essentials guide, states that if the roller clamp on the saline line is left completely open when the patient is connected,the patient will be quickly infused with a large volume of saline. Correction: on (B)(6) 2019 clinical support discussed the importance of closing the saline roller clamp and the impact of an open saline roller clamp with the customer. Root cause: based on the clinical findings, a definitive root cause could not be determined. Possible causes include, but are not limited to:- the operator failed to follow the screen prompt to close the inlet saline roller clamp at the end of prime divert.- the inlet saline roller clamp was only partially closed.

Event description:
The patient was reported as post procedure. No medical intervention was required.

Manufacturer narrative:
Lot number, manufacture date and expiry date are unavailable at this time. Investigation: the customer originally called to report the centrifuge door would not open. The use of the door unlock key would not unlock the door, the biomed at the customer site was able to help open the centrifuge door. Per the customer, they had to open the saline roller clamp when they went to the machine, so they are not stating the saline roller clamp was left open. They reported that the volume in the saline bag was less, but she can not say that the saline went into the system or to the patient and there was no saline anywhere on the floor or anywhere else. It was reported that the saline roller clamps were on the correct lines. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection on a spectra optia device they received an 'interface took too long to establish' alarm. The operator reduced the patient hematocrit from 40% to 37% and then to 33%. Per tbct customer service, the operator checked the loading of the machine and, upon inspection, it was found that the saline roller was left open and there was about 250 mls of saline left in the bag. The customer is not sure which saline line was left open. Tbct suggested the customer wait a few more minutes, the cells started to come up in the collect port and the collect valve opened, the operator was able to complete the procedure. The patient information and outcome are unknown at this time. The spectra optia idl set is not available for return because it was discarded by the customer.